Manufacturer narrative:
The customer reported that during a cardiac arrest, the AED functionality on this mrx defibrillator could not analyze the ECG waveform. There was no report of death or serious injury related to this event. The event summary was forwarded to philips for review. The rhythms show a thickened/widened dark baseline consistent with interference. A philips (B) (4) representative and field service engineer went on site to evaluate the device and found the wrong ac line filter setting. The device had a setting of 60 hz (us setting and the default setting). The power frequency in (B) (4) is 50 hz. Note that the IFU, in the configuration chapter, describes the ac line filter setting as "the setting used to filter out ac fine noise. Adjust this setting to the power frequency of your country". (Ed. 6, page 185). We are considering this a user misunderstanding related to the ac line filter setting and not malfunction of the device.

Event description:
This customer reported that during a cardiac arrest, the AED functionality on this mrx defibrillator could not analyze the ECG waveform. There was no report of death or serious injury related to this event.